Event description:
Allegedly, the head was broken.

Manufacturer narrative:
Investigation is not complete. The device code is addressed in the package insert. Trends will be evaluated. Additional information has been requested. This report will be updated when the investigation is complete. This event occurred in another country.